Event description:
The patient's arm swelled and clear fluid was leaking out at the insertion site. PICC leak during chemotherapy administration. Confirmed leaking at 4cm under skin by venogram.

Manufacturer narrative:
The complaint of a subcutaneous leak in the catheter is confirmed. Gross and microscopic examinations of the complaint sample revealed a semi-circumferential split in the tubing. The partial tear in the tubing is located between the 3 and 4 cm depth markers. The tear is nearly perpendicular to the axis of the tubing. The tubing surrounding the tear site is slightly compressed. These characteristics and cross sectional rough walls in the catheter tubing are typical of material fatigue and friction wear; however, at this time the exact mechanism of damage is undetermined. A lot history review (lhr) of rexe1238 showed no other similar product complaint(s) from this lot number.